Event description:
The patient developed a clot in the distal outflow graft resulting in short segment of moderate luminal stenosis. The patient was on therapeutic anticoagulation and was within therapeutic range upon admission. The patient has been treated; additional anticoagulation, and to date has not required a procedure to change out device.